Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Head removal instrument bent while taking out femoral head on patient. Instrument visibly bent after taking out of femoral head.

Manufacturer narrative:
Event regarding fracture involving a trident polyethylene removal tool was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis indicated the tool bent from an off-axis loading. No material or manufacturing defects were observed during this examination. -medical records received and evaluation: not performed as records were not received. No patient involvement was reported. -device history review: review indicates that the device was manufactured into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the reported event involving the bending of a trident polyethylene removal tool was due to an off-axis loading. It is likely that the event was caused by misuse. No material or manufacturing defects were observed during this examination.

Event description:
Head removal instrument bent while taking out femoral head on patient. Instrument visibly bent after taking out of femoral head.